Manufacturer narrative:
A field service engineer from quest will travel to the facility to conduct an investigation on the console. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue which occurred with the mps 2 console. The report states that while priming, the console powered off. The console was restarted but the display was blank. The device was not used on a patient.